Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not confirm the reported clinical observations of infection and hematoma. Infection is a known medical risk when the skin barrier is breached.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited infection and hematoma. Reportedly, the patient arrived at the hospital for pocket revision due to potential wound infection. However, when cultures were sent to the laboratory for analysis, it came back negative with elevated white blood cell counts. A revision was performed, and the crt-d, along with the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead, were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had exhibited infection and hematoma. Reportedly, the patient arrived at the hospital for pocket revision due to potential wound infection. However, when cultures were sent to the laboratory for analysis, it came back negative with elevated white blood cell counts. A revision was performed, and the crt-d, along with the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead, were explanted. No additional adverse patient effects were reported.